Event description:
It was reported that during photoselective vaporization of the prostate (pvp) the fiber was initially working properly. However, when it was removed from the patient to use cautery and put back into use, the device started shooting from top instead of the side. It is unknown how the procedure was completed. No patient complications were reported.